Event description:
The patient describe the stimulation sensation they were feeling was a lack of therapy similar to being intermittent. The patient reported that therapy was on and there was no indication that positional movement affects the therapy. The patient reported returned of urinary and bowel symptom. It was indicated that symptoms are worse than before that trial and implant. Patient has increased stimulation to her upper limit set by hcp of 2.2 on one program and 2.7 on another with no change in efficacy at all. Frequency was urinating every 5 min all night or in a 4 hour period. There was so much leakage that she cannot even tell where it was coming from. She had 20 accidents yesterday. The patient reported that the change in symptom was sudden and has gradually gotten worse. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the symptoms gradually, over a period of months, got worse despite many program changes. One day, the symptoms were worse than ever, with 20 or more accidents in the day and night. The patient said they wanted one more change and they changed to program 4 at 1.65 and it worked. They weren't sure why the implant stopped working and there were no changes in their activities. They noted that they had some leakage at night, but they could deal with it. They cancelled their doctor appointment since they didn't need it. They also noted that they didn't feel the stimulation, but it was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.